Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was replaced and reformatted, and the system interface was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the monitors were not able to display a live image. This could make the system unusable. There is no report of injury or death associated with the event described in this complaint.